Event description:
Complainant alleged that during functional testing, the device powered up in manual defibrillation mode and not AED mode. Complainant indicated that there was no pt involvement in the reported malfunction

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.